Event description:
Procedure type: hysterectomy. According to the reporter: the scrub tech could not load suture onto the device. The needle on suture was bent when it was taken out of the package. The needle broke in half during the case while being used. Additional information has been requested. There was no report of patient injury, unanticipated blood/tissue loss, or extended operating room time.

Manufacturer narrative:
(B)(4).